Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Your report of a leak from a damaged hub was confirmed and the cause appeared to be manufacturing related. One 20ga insyte autoguard IV catheter from lot number 4260455 was provided for investigation. A longitudinal crack was observed in the pink catheter adapter over the wedge, which allowed fluid to leak. This damage may occur when the adapter encounters the grippers due to a misalignment. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified, and we appreciate you taking the time to bring this observation to our attention.

Event description:
No additional information.

Manufacturer narrative:
Additional information received. Annex e/f codes updated.

Event description:
Additional information tue 03/25/2025 10:27 am a nurse placed a piv on a patient, and blood began pouring out of a crack in the hub. No harm to the patient. IV catheter was removed and catheter tip was intact.

Event description:
It was reported that bd insyte autog bc wing hub was cracked and leaked blood. The following information was provided by the initial reporter: a nurse placed a piv on a patient, and blood began pouring out of a crack in the hub. The date - (B)(6) 2025.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.